Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing as well as expected. End tones, indicating a completed seal cycle, were heard. It is unknown if there was any blood loss. There was no patient injury. No further information is available.